Manufacturer narrative:
8/26/1998: h6 - primary finding of device analysis revealed normal device function, no anomaly found. The device was placed in extended infusion testing for a 121 day cycle with normal device function noted at the end of that time period. The reported event could not be duplicated.